Manufacturer narrative:
Citation: nerva jd1, kim lj, barber j, et. Al. "Outcomes of multimodality therapy in pediatric patients with ruptured and unruptured brain arteriovenous malformations." Neurosurgery 78:695¿707, 2016. Doi: 10.1227/neu.0000000000001076. The device will not be returned for evaluation as it was implanted in the patient. Based on the reported information, there did not appear to have been any defect of the device during use. The event occurred in the patient post procedure and its cause was unknown.

Event description:
Medtronic received information that a patient underwent four sessions of preoperative endovascular embolization with onyx for an unruptured grade IV right frontoparietal brain arteriovenous malformation (bavm) involving motor and sensory cortex. Embolization with onyx was for volume reduction prior to surgery (approximately 70%). The case report indicated that session three was complicated by left-sided hemiparesis. The patient underwent surgical resection. The (bavm) was dissected circumferentially. Mini-aneurysm clips were used to occlude small feeding arteries and arterialized veins that proved difficult to cauterize. An intraoperative angiogram was performed because the (bavm) remained turgid, which identified branches of the callosomarginal artery feeding the (bavm). After cauterization and occlusion with permanent aneurysm clips, the draining vein occluded, and the (bavm) was excised. The patient continued to have tonic seizures 4.5 years after resection and another angiogram was performed, which demonstrated recurrent (bavm) at the resection margin. The patient underwent gamma knife radiosurgery for the recurrence. At the three year follow-up, the patient had persistent mild left hemiparesis that did not limit daily activities, and angiography demonstrated an early draining vein with small residual nidus. Despite the hemiparesis, the patient was able to participate in athletics.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.